Event description:
It was reported that during an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the drainage catheter connector that connected with drainage bag was allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows one navarre opti drain catheter. The drainage catheter connector hub was noted to be fractured and fluid was noted to be leaked from the fractured connector hub. Therefore, the investigation is confirmed for the reported fracture and identified fluid leak issue. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the drainage catheter connector was allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.